Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia above 400 mg/dl after starting a new ilet pump and changing infusion supplies; the system was dosing insulin per reports, and the user was advised to replace the infusion set again and monitor. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute complications. Outcomes included no use of backup therapy, no ketone testing, and no professional medical intervention. Investigation included remote review of dosing reports and guided troubleshooting and education focused on infusion set function and site integrity. Investigation of this case revealed no evidence of leakage or occlusion and no device alarms, with the cause of hyperglycemia remaining unclear despite appropriate dosing activity and supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.